Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that via the remote home monitoring system the battery remaining longevity for the pacemaker was observed to have decreased from five and a half years remaining to one and a half years remaining within a year and a half time frame. The power consumption was noted to be at 230 percent. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that via the remote home monitoring system the battery remaining longevity for the pacemaker was observed to have decreased from five and a half years remaining to one and a half years remaining within a year and a half time frame. The power consumption was noted to be at 230 percent. Subsequently a revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.